Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they had low battery and ;ow reservoir anomaly. Customer stated display was did not return after insulin pump restart. Customer stated the insulin pump was not exposed to moisture recently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.